Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 85 tubes had air bubbles. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Complaints for sample quality are under statistical control for the month of december 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles with the provided photos. Bd was not able to identify a root cause for the indicated failure mode.

Manufacturer narrative:
E1. Initial reporter phone #: (B)(6). E1. Initial reporter address: (B)(6). H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use with bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, 85 tubes had air bubbles. There was no report of patient impact.